Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. It was reported the device was used on a patient, however, there was no report of harm to the patient. A final quality evaluation was performed on (B)(4) 2011. Close examination of the burst area under magnification revealed that there were several punctures on the balloon wall most probably caused by a sharp or pointed object. The complaint was confirmed as per returned sample. Balloon burst could have probably been due to punctures on the balloon surface caused by a sharp/pointed object during usage, which weakens the balloon wall, thus leading to rupture when it remained inflated. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Convatec will continue to observe for trends regarding these complaint types. This MDR is being reported as a result of a retrospective review of complaint records conducted by a convatec for complaints received from may 01, 2011- september 30, 2013.

Event description:
It was reported that the balloon burst.